Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate; this was suspected to be related to a device fluid leak. A surgical procedure was performed and a fluid leak was confirmed; however, its source was not determined. The entire device was removed and replaced. No patient complications were reported.